Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating a pad fault error. The device was put through extensive testing including bench handling, power cycling, defib functional stress testing, and temp functional stress testing without duplicating the report. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used at the time of the report was not returned. It was recommended to the customer to discard the multifunction cable used. Analysis of reports of this type has not identified an increase in trend.